Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the reported noise was caused by a defective integrated circuit. The noise on the iegm was not sensed by the pulse generator and did not affect pacemaker function.

Event description:
It was reported that during pulse generator interrogation, noise was noted on the atrial and ventricular channels. The device was explanted and replaced.